Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-02908.

Event description:
It was reported that during a revision hip procedure, the liner component was incorrectly labeled. This caused the liner to not mate with the osseoti cup. This malfunction caused a delay in surgery of two hours. The components being revised were not zimmer biomet devices. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspections of the liners found multiple forms of damage. The lot number etched on the liner did not match the one on the label because it is the subcomponent lot number, not the lot of the finished unit, and was conforming to the subcomponent manufacturing print. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: 110010269 r3703295a g7 osseoti multihole 62 mm h.